Event description:
It was reported that the unit slipped while on a patient's head. The patient required stitches. Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.